Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device returned a "shock advised" determination and then prompted "release shock button" and failed to discharge. A second analysis was performed, the device returned a "shock advised" determination and then failed to discharge. Complainant indicated that the clinician replaced the battery to continue treating the patient with this device. Complainant indicated that the patient subsequently expired.